Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the main keypad assembly to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
A stryker service representative was performing routine preventative maintenance on the customer¿s device and observed that the on/off button works intermittently. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the removed main keypad assembly. It was observed that the left side dome of the on/off switch was worn and needed extra pressure for switch recognition. The right side dome was functioning properly. The cause of the reported issue was due to normal wear of the dome switch material. Keypad was 10 years old.

Event description:
A stryker service representative was performing routine preventative maintenance on the customer¿s device and observed that the on/off button works intermittently. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.